Event description:
It was reported that this right ventricular lead was exhibiting high out of range shock impedance on certain programmed vectors, measuring greater than 125 ohms; however, on triad configuration remains within range. Technical services (ts) reviewed vector breakdown and confirmed the device is currently programmed correctly and recommended replacement until the impedance measurement is greater than 150 ohms. This product remains in service and no adverse patient effects were reported. Additional information indicated that device was reprogrammed, the patient will continue to be monitored remotely, and no adverse patient effects occurred.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.